Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta dilatation catheter products are identified in manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the catheter was returned for evaluation. The sleeve was present on the balloon and was squashed at its proximal. A pinch was present on the sleeve. The sleeve was removed with difficulty from the balloon. The balloon specifications were verified and was compliant. The damage to the sleeve may have contributed to its difficulty to its removal from the balloon. The inner was stretched and was flattened and kinked in four places. The catheter outer was also detached from the balloon proximal bond. The catheter outer was also detached from the balloon proximal bond. The damage to the device - the damaged sleeve, the stretched, kinked and flattened inner and detachment suggest that user handling (excessive force) was responsible for the damage, likely occurring during the removal of the sleeve during device preparation. The result of the investigation is confirmed for the difficulty to remove sleeve issue and for the catheter distal end deformation issue. The root cause for the reported difficulty to remove sleeve and deformation issues could not be fully determined based upon the available information received from the field communications, device evaluation and image review. Labeling review: the instructions for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: indications: the bantam pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Precautions: proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Directions for use: inspection and preparation. Remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: d4 (expiration date: 02/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation for an angioplasty procedure via antegrade approach, the protector was allegedly unable to be removed from the pta balloon tip. It was further reported that the distal end of the pta balloon catheter was allegedly bent. The procedure was completed using another device. There was no patient contact.